Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic visit the right atrial lead exhibited a loss of sensing and the right ventricular lead exhibited noise which resulted in under pacing. The patient experienced dizzyspells. The leads were capped and replaced on (B)(6) 2018. The patient was in stable condition post surgery.